Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's care giver that the customer's insulin pump was over delivering. The customer¿s blood glucose level was 56 mg/dl at the time of the incident. The customer sued glucose tablets to treat the low. The caller stated the customer's daily total insulin increased by about 6 units. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.